Event description:
The pt was revised because of instability with pain.

Manufacturer narrative:
Examination of the submitted devices did not reveal any evidence suggesting product error as a contributing factor to the reported pain and instability. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.